Event description:
Levels implanted: th8-iliac1 procedure: posterior lumbar interbody fusion comorbidity: parkinson disease primary disease: kyphosis it was reported that on (B)(6) 2013, the patient underwent surgery. Post-op, the patient reported that she heard the sound of a rod breakage in (B)(6) 2015, and she heard it for second time a month later so she consulted her physician. CT revealed incomplete fusion. It was found that two rods were broken and the rods were replaced during additional surgery on (B)(6) 2015. The broken rods were around l3. Doctor commented that pedicle screws were tightened so well that an excessive pressure was loaded on the rod to get broken. This time four 6.0 cobalt chrome rods were used on each side and two 6.35 domino connectors were used to connect the four rods. Four 6.0 cobalt chrome rods were used and ilium graft done, but no more revision seemed to be possible.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer and the evaluation in under process.

Manufacturer narrative:
Visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 70% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.